Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported was the adc freestyle libre 2 reader would no longer turn on by button or by test strips. On (B)(6) 2021, as a result, the customer fainted had a seizure, and lost consciousness. Hcp contact was made, and a blood glucose test was performed and the provided the customer unspecified medical treatment by the hcp for a diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.